Event description:
This pt was lost-to-system and arrived at the hospital due to multiple inappropriate shocks being delivered. After an x-ray was taken, it was clear the lead had been fractured due to 1st- rib entrapment. Therefore, it was capped. The device was fine and is still actively implanted. Pt was seen just a few days ago and is doing well.